Event description:
It was reported that approximately 3 to 4 weeks post implantation of a total hip arthroplasty, the patient presented with pain. The patient was taken back to the operating room for a hip revision, where the acetabular liner and femoral headball were revised. Unusual wear and some defects were reportedly noted on the liner. The surgeon was not sure if this was from some bone remaining in the acetabular liner or another issue. There were no surgical complications. No additional information was available.

Manufacturer narrative:
(B)(4). D6a: (B)(6) 2024. D10: cat# 650-1160 lot# 3087123 delta cer fem hd 32/+6mm t1. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 6 weeks post implantation of a right total hip arthroplasty, the patient began having increased right sided hip pain. Laboratory work did not indicate any infection, but given the severity of the symptoms, almost 20cc of fluid was aspirated from the hip joint which also proved to be negative. This led the surgeon to believe that there was a problem with the articulating surface, and subsequently, the patient was revised. At that time, it was noted that there was obvious polyethylene scarring and linear consistent with a possible third body. The patient has responded well, and the symptoms are improving. Cultures at the time of surgery were also negative. No additional information available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was returned and evaluated. Visual examination of the returned product identified that the polar boss, anti-rotation scallops, rim face, and elevated rim showed gouges and deformation damage. Scratches were noted to the etched face. The inner spherical surface had damage and wear from use, which included indentations and deformation marks. The inner spherical surface was rough and uneven. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. The reported liner product was reviewed for compatibility with the femoral head, with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. Based on the product review, the complaint was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.